Event description:
It was reported that the patient may have had high impedance in the past, but the physician was not sure. No other information is available and the high impedance cannot be confirmed. Attempts for further information have been unsuccessful to date.